Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support planned to replace the pump and assist the customer with setting up a new device so insulin therapy could resume.